Manufacturer narrative:
The pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. The pump was unable to confirm prime anomaly due to compromised force sensor system alarm. The pump was received with severely scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was stuck in prime loop. The customer states insulin was squirting out. The customer's blood glucose level was unknown. The customer's level had been as high as 600mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.